Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts and a display failure. This report is made based on results of investigation completed on 12/30/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings:the keypad cover was removed and contamination was found under all key contacts. During testing, the pump was powered on and the display screen text appeared dim and discolored. Unrelated to the issues, the entire keypad cover was observed to be peeling. (B)(4).